Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was seeing the reposition antenna message. The patient checked to make sure the antenna was plugged in securely and this resolved the reposition antenna message. Afterwards, the patient was getting zero coupling bars and the device would not charge. The patient repositioned the antenna over the ins, and then performed antenna locate but they were only able to get 2-3 bars. The patient stated that they would do additional troubleshooting once there husband was home. It was reviewed that if the patient continued to having coupling issues then they could follow-up with their managing physician. No patient complications were reported.